Manufacturer narrative:
The following sections have been updated: d6b explant date.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Optical sensor issue: the pump was not returned for investigation. Data log review was not provided or retrieved from the remote server. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log review. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E1 added initial reporter phone as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal not reliable alarm. No kinks were identified, and proper pump placement was confirmed via echocardiogram. The alarm was disabled. No patient harm was reported.